Event description:
On (B)(6) 2014 patient underwent plif fusion surgery involving a peek interbody spacer and posterior fixation form l5-s1. On (B)(6) 2014 a revision surgery took place to remove the pedicle bone screw reportedly disassociated from the shank. No patient injury reported. The posterior hardware was replaced with a polyaxial pedicle bone screw and new rod. Patient is doing well post revision surgery. No further details have been received.

Manufacturer narrative:
Nuvasive reference (B)(4). No radiographs nor product information were provided. No product was returned and no further evaluation can be completed at this time. Patient activity at the time or prior to the event is unknown. Patient's bone quality is unknown. The degree of spinal instability is unknown. It is unknown if the patient compiled with post-operative care instructions or sustained an impact of some sort. The root cause of the issue remains unknown.